Event description:
It was reported that the device showed error l3-002 and error l3-017. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.